Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were in emergency room due to low blood glucose on (B)(6) 2021 with blood glucose level was 3.9 mmol/ after glucagon treatment. The customer current blood glucose level was 13.6 mmol/l. The customer was treated with glucagon and food. Customer stated that they did alleging insulin pump for over delivery. Customer stated that they did used auto mode feature at time of low blood glucose event. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The reservoir will not be returned for analysis.